Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted. Pump received with missing end cap sticker, corroded battery tube, cracked case near display window corners and cracked on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his display was smashed. The bottom left side of the screen and upper right side of the screen were damaged. The patient claimed to not know how the device became damaged. The patient's blood glucose at the time of incident is unknown. Additionally, the customer mentioned receiving a motor error alarm; however, the device was able to rewind and pass the displacement test during troubleshooting. The patient's blood glucose was 175 mg/dl at the time of incident. The insulin pump will be returned for analysis due to the physical damage.